Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had a retroperitoneal hematoma and loss of pulses in her right leg. The decision was made to take her to the operating room for an urgent 5.5 impella placement and surgical removal of the impella cp. The patient survived.

Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.